Manufacturer narrative:
Based on the incidence investigation, on the tests that been performed and their results and on the findings analysis we had reached the conclusions: this is an isolated incidence; this certain failure is probably a result of a human error during the mfg process.

Event description:
On 01/14 at approx 7am, an inter-scalene block was placed for purposes of post operative pain control on a (B)(6) pt. After the surgery that took place at (B)(6) surgery center, dr. (B)(6) hooked the block catheter to a smartblock. Model number p49524. At the time of discharge, the pump appeared to be functioning properly. It had been filled to 400ml with 0.5% ropivacaine. It was hand filled by dr. (B)(6) personally. At approx 7:45 pm, the reservoir ruptured spilling the contents of the reservoir on the pt and his recliner. Dr. (B)(6) received a call at approx 8 pm. Dr (B)(6) went to (B)(6) hospital where he obtained an on-q pump and filled it with 400 mls of 0.5% ropivacaine. Dr. (B)(6) drove to the pt's house and replaced the ruptured reservoir. Dr. (B)(6) reported that this incidence ended without any adverse outcome in a pt; no injury or any clinical side effects were sighted. The pt had experience inconveniency as a result of his clothes became wet from the spilled medication.